Event description:
Hickman 10f triple lumen cv catheter: the white lumen cracked while the rn was flushing medications; of note the blue lumen was bubbling. The patient requires a line replacement with this type of event. This facility has notified the manufacturer of a recurring problem with the hickman 10f triple-lumen cv catheter peel-apart introducer kit with surecuff cuff. Staff are following the manufacturer's instructions for use when using this device but the problems persist.